Event description:
The patient was undergoing a procedure due to infection. During the procedure an externalized conductor was observed. The rv lead was fractured. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.